Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-01273. It was reported high impedances were observed postoperatively on the trial scs lead. Troubleshooting was tried to no avail. Surgical intervention was undertaken on (B)(6) 2018 wherein the leads were revised which resolved the issue. Effective stimulation was restored.